Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient required a pacemaker following a fall at home. The patient received temporary transvenous pacing. The temporary transvenous pacer failed to pace which resulted in ventricular standstill. The patient required emergent intubation. A permanent implantable pulse generator (ipg) was then placed. No further patient complications have been reported as a result of this event.